Manufacturer narrative:
Block g2: literature source danielle abbitt; kevin choy; alexandra kovar; teresa s. Jones; krzysztof j. Wikiel; edward l. Jones. "Weight regain after intragastric balloon for presurgical weight loss." World journal of gastrointestinal surgery (2024) 16(7): 2040-2046, https://doi.org/10.4240/wjgs.v16.i7.2040. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific corporation became aware of the following event through the article "weight regain after intragastric balloon for presurgical weight loss". A total of 37 patients had the orbera igb inserted. The intragastric balloon was placed endoscopically and filled to 550 ml with methylene blue and saline solution. No patients required early balloon removal due to intolerance. 3 patients were readmitted for dehydration, and 1patient was readmitted for aspiration pneumonia. It was reported methylene blue was mixed in the saline injected into the igb. However, the instructions for use (IFU) indicates that the igb is placed in the stomach and filled with sterile saline.